Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the product was being used in a mitral valve procedure. The scrub nurse handed the doctor the instrument and the jaw broke in his hand. There were no adverse patient consequences as a result. It is unknown how many times the device has been used, as that is not tracked by the account.